Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
It was reported that the unit was not providing ventilation. The device was in use at the time of the event. The customer reported that the patient's saturation levels were a little low. The unit was swapped out for another ventilator and the patient's saturation levels returned to normal. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse noted that the initial battery voltage was 16.17. The fse checked the unit's significant event logs and there were no errors reported. The fse ran a full performance verification test on the unit and the unit passed. The unit was returned to the customer.